Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink was unable to be confirmed however the tip was noted to be torn, which is likely the damage reported by the account. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for tip damage from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was treating a mildly tortuous, mildly calcified, 90% stenosed, de novo lesion in the mid circumflex. During preparation, the 3.0x23mm xience v stent delivery system was found to have a kinked tip. The device was not used and a 3.0x28mm xience v stent delivery system was used to successfully complete the procedure. There was no patient involvement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis found the tip to be torn and almost separated.